Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with hardware low level failures during self test and confirmed in pump history with variable (003) due to broken trace at pin on u1 keypad assembly. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected an error in the motor was detected by reading unexpected value from hall sensor error alarm noted. Motor was tested outside device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarms. Customer reports they were able to clear the alarm and not able to rewind the pump. The customer¿s blood glucose level was 220 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.